Event description:
The customer reported a (B)(6) architect total b-hcg result on a patient. Results provided: sid (B)(6), colloidal gold is negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i1000sr, list 1l86 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00141-00. All further information will be documented under MFR 3016438761-2022-00141-00.